Event description:
The customer reported a malfunction alarm labeled malf 16, but no notable events occurred prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, thereby indicating no adverse impact. Technical support arranged for a replacement pump and ensured that the customer knew how to use an alternate form of insulin therapy known as mdi. The customer was instructed to put the malfunctioning pump into storage mode and return it with a pre-paid label within 10 days, a procedure which the customer acknowledged and understood.